Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited noise that was consistent with electromagnetic interference. A suspected lead integrity alert (lia) was triggered for high rate non-sustained episodes and sensing integrity counter (sic) due to the noise. It was noted that the patient was doing laundry at the time of the noise episodes. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 fdd/annex a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had felt dizzy/pre-syncope as they are pacing dependent and pacing stopped due to the oversensing/emi. It was suspected that the emi was maybe from the laundry machine not being grounded properly. It was noted that no intervention was needed as device testing was done and found to be normal.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. Analysis of the device memory had an observation relating to pacing. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.